Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the white connector of the mobile power unit (mpu) was missing one pin. The unit would be sent for repair.

Manufacturer narrative:
D6a: date of implant was added inadvertently in the previous report manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) missing one pin in the mpu patient cable was confirmed via visual analysis of the returned unit. The heartmate mobile power unit (serial number (B)(6)) was retuned and evaluated at the european distribution center (edc) on (B)(6) 2022. During the evaluation, a broken/missing pin on the white power cable connector of the mpu patient cable was observed, confirming the reported event. Additionally, a power on/off inspection was performed, and the system booted up as intended. Additionally, a functional test was performed on the unit, during testing, the mpu functioned as intended, despite the broken pin on the patient cable connector. The patient cable was replaced, and preventative maintenance was performed on the unit. A full functional test was performed on the unit, and it passed all steps without issue. Provided information stated that the unit will be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.